Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that prior to the start ¿ post anesthesia of a da vinci-assisted distal gastrectomy surgical procedure, the tip of the 8mm vessel sealer extend (vse) instrument was stiff and did not open even when inserted into the device. The user completed the procedure and no known impact or patient consequence was reported.